Event description:
It was reported by the customer that the generator had a cracked monopolar connector and it was unknown how the damage occurred. There was no patient or case involvement. Service report indicated that the generator's patient return indicator was defective such that activation of the system (device and generator) was possible without a patient return pad connected. Patient information unable to be obtained from hospital.

Manufacturer narrative:
Product event #(B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: product line: pulsar 2 generator quantity returned: 1 product code (sku): ps100-102rf serial: (B)(4) testing performed: visual inspection: the monopolar receptacle is broken, difficult to attach monopolar device. Functional inspection: *generator has been received as dsp 4.3 *patient return indicator is defective ¿ stays solid green on display at all times *activation of rf is possible when indicator is green, even if no return pad is attached *foot pedal indicator is defective ¿ won¿t recognize foot pedal lhr review: last return was (B)(4) 2013 to bit ¿ cosmetic defects investigation conclusion: reported issue confirmed. Monopolar connector is broken and will be replaced -rf board will be replaced to address the patient return indicator defect -replacing the dsp chip fixed the issue, but repair was performed with engineering material, so rf board was replaced -foot pedal harness was damaged during repair, replacement fixes the issue -broken monopolar connector implies impact damage ¿ difficult to attach monopolar device -defective dsp chip caused patient return indicator issue ¿ rf activation would have been possible with monopolar device connected -defective foot pedal receiver harness caused the indicator issue ¿ foot pedal loss of use -replacing the monopolar connector resolves the reported issue -replacing the rf pcba resolves the patient return indicator failure -replacing the foot pedal receiver harness resolves the foot pedal indicator failure reference documents: (B)(4) pulsar 2 service process instruction. (B)(4)